Event description:
Information was received indicating that a cadd-solis vip pump under infused. It was reported the bag was completely full, however the pump screen read time remaining 40 minutes, and no alarms were revealed in the log files or heard by the end user. Per reporter the end user reported her feet were cold and she had not voided all day. It was also reported the end user was hooked up to a backup pump and settings were confirmed as residual volume of 183.5 ml and continuous rate of 7.5 ml, the older pump latch was reported as loose and residual volume was 2.9 ml with and continuous rate of 7.5 ml.